Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the proximal half of the stent had moved distally causing the stent to severely bunch up at the centre. This type of damage is consistent with the stent meeting resistance upon withdrawal. The distal half of the stent remained crimped in place. No issues were noted with the tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access obtained via femoral artery. The totally occluded 26x2.5mm target lesion was located in the left circumflex (lcx) artery. A non-bsc catheter balloon was used to pre-dilate the lesion. A 32 x 2.50mm taxus liberté stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damaged.